Manufacturer narrative:
The customer¿s report that the tubing broke below the drip chamber was confirmed. During visual inspection it was noted that the primary set¿s tubing was separated from the drip chamber. Further inspection of the engagement showed signs of insufficient solvent. Slight tugging was performed on all the engagements of the set; no other separations were observed. Functional testing was not performed due to the separation. Dimensional analysis was performed; the inside and outside diameter were measured to be within specification. The root cause of the customer¿s report that the tubing broke (separated) was identified as insufficient solvent having been applied.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that when the nurse was changing the IV bag the tubing broke below the drip chamber. There was no report of patient harm.